Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). A visual and tactile examination of the device found the hypotube was broken at 1460mm proximal to the distal tip of the device. There were multiple hypotube kinks noted along the full catheter length. The proximal portion of the hypotube including the manifold was not returned. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent outer diameter was measured within specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon showed that the balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 19-dec-2017. It was reported that crossing difficulties were encountered and shaft kink occurred.  The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending (lad) artery to mid lad. A 4.00x32 synergy¿ stent was advanced but failed to cross and the shaft got kinked. The procedure was completed with a different device. No patient complications were reported and patient status was good. However, returned device analysis revealed hypotube break. It was further reported that the break occurred during the procedure and the device was removed intact.